Event description:
It was reported that a patient's blood glucose levels (bg) reached 391 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the patient changed out the pod. The pod was discarded.